Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced issues. The lens was torn/broken during injection/delivery into the eye and the lens was removed. The lens was replaced at a later date for another same model/length lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4).